Manufacturer narrative:
(B)(4).

Event description:
During index procedure, four endeavor sprint drug eluting stents were implanted in the lad. It was reported that an angiographic complication of dissection occurred during the index procedure in the lad.